Event description:
It was reported through the pmcf report, that the xience prime may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, target lesion and vessel revascularization. Details are listed in the attached article, titled post-market clinical follow-up evaluation report xience family of stents please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The stents remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports article title: post-market clinical follow-up evaluation report xience family of stents.

Event description:
This is filed to report the other serious adverse events other than death that may be related to the xience prime stent

Manufacturer narrative:
The devices remain implanted and were not returned. The lot history records (lhr) could not be reviewed and a similar complaint query of the complaint handling system could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. It was reported that xience prime stents were used in a coronary artery bypass graft. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use (IFU) states: the xience prime everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The reported patient effects of obstruction/occlusion, perforation of vessel, myocardial infarction, thrombosis/thrombus, and stenosis are listed in the xience prime IFU as known patient effects of coronary stenting procedures. A conclusive cause for the reported obstruction/occlusion, perforation of vessel, myocardial infarction, thrombosis/thrombus, and stenosis, and their relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention, and hospitalization/prolonged hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.